Event description:
(B)(4). Went to ER today my body is rejecting the essure even though I have no nickel allergy. My cervix is irritated and swollen almost shut and the coils are almost out of my tubes where my body is rejecting it.

Event description:
(B)(4). Since this post I have had to have a hysterectomy at the young age of (B)(6) years old. I had my tubes with essure, cervix, uterus, and my left ovary taken from me. Pid, pcos, cervicitis, pre cancerous cells on my cervix, and endometriosis was found as I was told by my surgeon. My left ovary died during surgery due to all the cyst damage caused by pcos (which I was diagnosed with after essure) this happened on (B)(6) 2015. Then in (B)(6) 2015 I went to an oral surgeon because my teeth were killing me and found out that even though my teeth were slightly damage back in (B)(6) 2015 that now after only 5.5 months that my teeth were rotted from the inside out! Naturally surgery was scheduled and I became toothless at (B)(6) on (B)(6) 2015! My life is ruined thanks to this device. Im still so tired all the time from still recovering from the hysterectomy. My son lost his once youthful and fun mother back in (B)(6) 2015. No one should ever have to suffer as I have! Please recall this device! We may be the minority but how many women have to suffer and die before its enough? Thank you for your time.